Event description:
The user facility reported that during a patient procedure the surgical table would not articulate into flex position. Two technicians entered the room and powered the lift valve externally and activated the pump to articulate the table into the desired position; the procedure was completed successfully. No injuries were reported however, a procedural delay was reported.

Manufacturer narrative:
The table subject of the reported event was inspected and it was identified that the column shrouds were misaligned which caused damage to the table, specifically the control valve assembly. The table was repaired and returned to service. No additional issues have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.